Event description:
(B)(4). Event occurred in (B)(6). The patient reported she was hospitalized and her blood glucose level was 600 mg/dl at the time of hospitalization. The patient stated that she was metabolically not well and had bad blood sugar levels. The patient's infusion set cannula was bent. Reportedly, patient was in the hospital for about three days. No further information available.